Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Adding additional information the investigation of the returned product showed, that the implant was not fractured, it was removed because the abutment had fractured and the fragment was stuck in the implant. This is a follow up report for this additional information. Adding concomitant medical products - ank c/x impl b9.5/d4.5/l9.5, ref 31010428, lot b180002190. This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding health effect - impact code: 4627. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. Device received for this event is being corrected from ank c/x impl b9.5/d4.5/l9.5 catalog # 17-0553 to unknown ankylos cx abutment catalog # unk ankylos cx abutment. This is a follow up report for this corrected information. Correcting lot # from b180002190 to unk. This is a follow up report for this corrected information. Removing UDI # 07392532206122. This is a follow up report for this corrected information.